Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00155.

Manufacturer narrative:
Result: the coil is exposed outside the distal tip of the sheath. The distal detachment tip (ddt) is detached from the tip of the pusher. The pet-lock is still intact. The sheath is ovalized 7 cm from the distal tip. Conclusion: the complaint has been evaluated. The compliant indicates that both coils were unable to be re-sheathed during the procedure. The complaint description also states the coils may have been blocked by the micro-catheter, but the catheter was used to implant other coils. Evaluation of the returned devices revealed the following: the coil sheath appears to be ovalized approximately 0.1 cm from the distal tip of the coil (7 cm from the distal tip of the sheath). Ovalization of the coil sheath would cause resistance when attempting to pull the coil back through the sheath or advance the coil out of the sheath. The second returned coil is detached from the pusher assembly and stuck inside the distal tip of the sheath. The sheath is ovalized 7 cm from the distal tip. The ddt is fractured from the tip of the pusher assembly. It likely that the force used during the re-sheathing of the coil exceeded the tensile strength specification of the bond between the ddt and the polymer pusher assembly tip, causing the tip to fracture. Once the ddt fractured from the tip of the pusher assembly, the coil was detached. The cause of the resistance between the coils and the coil sheaths was the ovalization of the coil sheaths at approximately 7 cm from the distal tip of the sheath. These ovalizations correspond to the location that the rhv would have been placed on the coil and coil sheath. It appears that the rhv was overtightened on the coil sheaths during use. Coils are 100% functionally tested for the ability to be advanced and retracted in the coil sheath. The catheter described in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. During the procedure, the physician was unable to re-sheath two penumbra coils 400 as the coils were stuck in their sheath. The physician indicated that the coils were blocked by the microcatheter; however, the microcatheter was used to implant other coils. The procedure was completed with no reported adverse effect on the patient.